Event description:
It was reported that a buretrol solution set leaked saline from the air valve. This was observed during preparation, when connecting to the saline solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed which observed the absence of the filter. The reported leak is related to the absence of the filter. The cause of the missing filter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.